Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when printing from the central nurse's station (cns), the cns would reboot on its own. He stated they would have to remove the printer to reboot the cns and then add it back, otherwise they would be unable to print from the device. He did this again and it resolved the issue. No patient harm was reported. Investigation summary: the customer noted that the established workaround was to remove the printer, reboot the cns, and re-add the printer prior to printing. Nk tech support guided the customer through this process, after which the customer confirmed the cns was printing without rebooting. However, the root cause could not be determined. Nihon kohden will continue to trend and monitor. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that when printing from the central nurse's station (cns), the cns would reboot on its own. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that when printing from the central nurse's station (cns), the cns would reboot on its own. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that when printing from the central nurse's station (cns), the cns would reboot on its own. He stated they would have to remove the printer to reboot the cns and then add it back, otherwise they would be unable to print from the device. He did this again and it resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.